Manufacturer narrative:
There was no simmetry device malfunction reported. The surgeon determined the cause for the revision surgery was due to the patient's negative reaction to infuse bone graft. This bone graft is not made or supplied by zyga. No further information about the infuse bone graft was available from the surgeon's rep other than it was likely from an x-small container of graft.

Event description:
Patient had a reaction to infuse bone graft (not a product made or supplied by zyga), which caused bone around the 12.5 implant to deteriorate. Patient initially did very well, but then symptoms returned. CT scan showed bone void around implant in area of decortication and into ilium and sacrum. 12.5 implant was obviously loose. Surgeon removed 12.5x60 implant, re-decorticated, placed 30cc of bone into voids and placed 12.5x100 implant through same trajectory. One of the surgeon's partners was also at case and helped place s2 screws (not zyga products) for more stabilization. Per follow-upon (B)(6) 2018 with surgeon's rep., the patient was doing well.